Manufacturer narrative:
Visual inspection performed by r&d project manager: after having seen the image received and after having made the visual inspection on 19th june 2019, I came to the following considerations: the blade was broken at the tip near the chamfered edge; the root cause is difficult to understand. This may be due to improper use or an incorrect production process.

Event description:
While explanting the femoral stem, the curved osteotome broke when used around the shoulder of the implant. No instrument fragment remained in the patient. The surgery was completed successfully.